Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information there is no documentation that shows a causal relationship between the patient¿s symptoms of abdominal and back pain and subsequent diagnosis of peritonitis and the liberty cycler. Additionally, the pd nurse stated the pain was related to the peritonitis. There is a temporal relationship between pd therapy and the peritonitis. The causal event of the peritonitis is unknown. The patient¿s allergic reaction is not related to any fresenius product.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. During the initial report, it was noted that the patient needed assistance with the cycler and was experiencing abdominal and back pain during drain seven of peritoneal dialysis therapy. Upon follow up with the patient¿s nurse, it was reported that the patient was hospitalized on (B)(6) 2017 for an allergic reaction to ciprofloxacin (unknown signs, symptoms and the reason the patient was on this medication). While hospitalized the patient was diagnosed with peritonitis. The peritoneal dialysis effluent culture results were not available. The patient was prescribed and treated with aztreonam 1g intraperitoneal (ip) until (B)(6) 2017 (unknown strength and frequency). The patient remains hospitalized and is recovering from this event. There was no missed peritoneal dialysis treatments as a result of the event. Additional information was requested but was unavailable.